Event description:
Device 3 of 3. Reference MFR report # 1627487-2013-00628 and 1627487-2013-00629. The pt ((B)(6)) is implanted with three percutaneous leads from different lots. It was reported the pt is not receiving adequate stimulation coverage. Stimulation reportedly cannot be produced from her two four-channel leads. The pt reportedly feels stimulation at times; however, it is said to fade away. A diagnostic test found an impedance issue for one lead contact. An x-ray was also taken but no visual anomalies were noted. Efforts to address these issues via reprogramming have yielded limited success as stimulation can only be generated from the lower lead. The pt will access the efficacy of the settings issued during the most recent programming session. If not effective, the physician is considering surgical intervention by way of a new trial.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.